Manufacturer narrative:
.

Event description:
A report was received that the patient was charging his ipg more frequently than normal. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was dong well post operatively. No device malfunction was suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was charging his ipg more frequently than normal. The patient will undergo an ipg replacement procedure.